Event description:
Mea procedure performed in 06. The pt returned two days post mea complaining of abdominal pain. Laparoscopy confirmed fundal uterine injury and perforation to the small bowel in two areas. Corrective surgery was performed on the bowel. The pt has been discharged and is recovering well.

Manufacturer narrative:
H6 the mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The co analysed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of treatment, and no malfunctions or performance deviations were present. The co also tested the applicator which we found to pass all production final test procedures. The analysis of the data file also noted that before treatment the physician had not entered the myometrial wall thicknes data. This event occurred outside the us; in the us, mea treatment could not be initiated without entering this data.